Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Unique complaint identification number: (B)(4). The returned pb980 castor base assembly was returned for failure investigation. A visual inspection revealed that two of the castor wheels was indeed lose and fell away from the base. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the base assembly on the pb980 ventilator was detached. There was no patient involvement at the time of the reported event.